Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that shortening post ventricular atrial blanking may be considered but no true under-sensing is noted.

Manufacturer narrative:
Concomitant medical products: lot #: evolutr-23-us valve, implant date: (B)(6) 2015; lot #: 305c21 valve, implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed intermittent undersensing/oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.